Event description:
Distributor called regarding one of the devices not testing its calibration. This was confirmed by phone-trouble-shooting. The device was replaced and the defective one returned for investigation.